Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry will not open. Site reported that they were attempting to go over a patient but the system was not physically over the patient yet. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: (B)(6), product ID: bi71000202. H3) the manufacturer representative went to the site to test the imaging system. They found that the dingus was not aligned. Re-aligned dingus and checked door mechanics. Performed system checkout. System was functional and returned for use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the reported issue and found that not a software issue. Complaint data analysis found the event is due to a hardware issue as per the complaint data. Found dingus was not aligned. Re-aligned dingus and checked door mechanics. Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.